Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an "error 345 during testing ...can not moved pass the error.". This event occurred during biomed service. This condition had the potential to interrupt delivery. There was no reports of patient involvement, patient injury or medical intervention related to this device. Upon review of the event history log, the quality engineer has determined failure code 703:xxx to be the as determined problem code. No additional information is available. User interface module master software version is 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of error 345 was not confirmed during product evaluation. However, upon review of the event history log, the quality engineer has determined failure code 703:xxx to be the as determined problem code. The assignable cause was a defective pump head module. The pump head module was replaced to correct the failure code. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed, finding that no exceptions were noted during the manufacturing of this device.